Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that there was noise on the right atrial lead. The lead was explanted and replaced, and the patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.